Manufacturer narrative:
G9. 2248146-1997-01256 (corrected MFR. Report #)

Event description:
There was a pinhole in the kontron connector packaging. This was discovered at the warehouse during inspection. There was no patient involvement. (Event complications: not applicable - iab was never used on a patient) (pt's current status: not applicable)